Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the scope cover and remote switch 1. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material at the distal end adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.